Event description:
It was reported that a luer connector cracked and separated during a routine supply change, after which the user removed the cartridge and broken connector, verified the pump chamber was free of debris per guidance, and completed a new supply change using supplies from different boxes; blood glucose was reported as unaffected and there were no alarms. Symptoms included no reported clinical effects. Outcomes included no interruption of therapy, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed that the failure involved a broken luer connector associated with the infusion delivery pathway, with no residual fragments left in the device chamber. It was concluded that the component failure was limited to the connector and that device function was restored with replacement supplies.